Event description:
It was reported that the patient received an inappropriate shock due to oversensing of artifact on the right ventricular (rv) lead. It was noted that pacing impedance had increased gradually over the past year and had plateaued, then in the past few days an alert triggered for high pacing impedance. Non-sustained events were recorded that were non-physiologic, and there was occasional cross-talk following an atrial event. Thresholds were also elevated. Fracture was suspected. The pace/sense portion of the lead was replaced and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg ICD, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was rising and beyond the expected upper range, and there was unexpected delivery of a ventricular tachyarrthymia therapy. There was a slow rise of rv pacing impedance starting at 684 ohms in (B)(6) 2013 to 4047 in (B)(6) 2014. Beginning on (B)(6) 2014, sensing integrity counts up to 152 occurred along with non-sustained ventricular tachycardia (nsvt) episodes. There was evidence of lead noise oversensing on (B)(6) 2014. A lead integrity alert warning occurred on (B)(6) 2014 for 2 or more high rate non-sustained episodes and lead impedance variation in the last 60 days. Rv pacing lead impedance measured 4047 ohms on (B)(6) 2014. An unexpected shock occurred due to electromagnetic interference oversensing in a vf episode on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.